Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.

Event description:
Report received of a tubing disconnection during patient use. The customer contact reported that the male luer of the primary tubing set was connected to the clave of an extension set, which was being used to deliver an unspecified solution. At an unspecified time, the nurse noted that the male luer had disconnected from the clave. The nurse stated, "I probably did not tighten the connection because I was very busy that day." The extension set was replaced and therapy was resumed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.